Event description:
It was reported that after the device was implanted the patient experienced shoulder muscle twitching due to pocket stimulation, chest tightness, and shortness of breath. A revision will be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).